Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision asr xl - unknown hip reason for revision: component loosening & metal reaction (B)(4). Update: amended original surgery date, added side hip to be revised, added surgeon name and further reason for revision. Received: (B)(4) 2012. Hip(s) to be revised: right reason(s) for revision: component loosening (cup, stem and head) & metal reaction and pain. Additional hospital and surgeon added. Status amended to "legal". Kid number added. Surgery date amended in line with italian medical authority incident report*** both femoral head and cup are confirmed to have been loosened. Query response received (B)(4) 2014. Stem was also loosened. Rec'd legal letter, additional dr, alleged reason for revision: increasing metal ions. Also added expiry dates for all products. All updates are alleged as solicitor's letter is derived from a template.

Event description:
Claim letter (english) alleges pain, blood heavy metal ions and allergy.